Event description:
International affiliate reports the implanted valve could not be reprogrammed. The device was explanted and replaced.

Event description:
International affiliate reports the implanted valve could not be reprogrammed. The device was explanted and replaced.

Event description:
International affiliate reports the implanted valve could not be repr0grammed. The device was explanted and replaced.